Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose ((B)(4) mg/dl). Customer did not treat elevated bg and consumed glucose tablets to address low bg. Pump basal setting rate adjustment and stress were alleged to be cause of fluctuating bg.